Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, after the removal of the aortic cross-clamp, forward flow could not be re-established for approximately two to three minutes. The venous line was clamped and manipulation of the centrifugal cone and adapter were attempted. Manual use of the hand-crank was also attempted. Approximately one foot of tubing adjacent to the aortic cannula was then removed and flow was re-established. The pump adapter was not changed out. The remainder of cpb was without issue and the patient was weaned from cpb successfully and hemodynamically stable. The procedure was completed successfully, with a three minute delay and no associated blood loss. The patient was transferred to the ICU (per routine practice) after the case and was awake and alert within a few hours. There was no harm observed.